Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 1 month after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. During the surgery pain was reported. The patient has since recovered.